Event description:
Discrepant elected advia centaur ultra troponin results were obtained on pt samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. Several patients were admitted for observation. There was no report of adverse health consequences due to the discrepant ultra troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ultra troponin results was due to the bent aspiration and r2 probes. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.